Event description:
Add'l info rec'd from MFR 12/12/03: MFR has no info regarding the specific situation described in the report. However, the pt called four days after the reported event date, asking about the device function and use of the magnet. Pt was concerned about getting multiple shocks that are "inappropriate". They had read about use of the magnet and questioned how to obtain one. Pt called again with questions about ICD function. Pt said they had received six therapies early in february; their doctor said it was due to atrial fibrillation, and the device was reprogrammed. MFR's device registration records, as well as the voluntary report sent to FDA, indicate the device is still active. No analysis has been done because the device is still implanted. Device data was saved to a disk and sent to MFR for review. Multiple episodes were confirmed to have occurred on the event date. Based on the way the device was programmed, all of the episodes were treated appropriately. MFR did not receive info about the specific event described. The info MFR received is noted above.

Event description:
In 2002, ICD was implanted. While walking in street, pt suddenly received 11 shocks from the ICD which knocked them to the ground. An ambulance took pt to ER where ECG showed ventricular tachycardia and pt was converted with IV amiodarone. Since this event pt has been disabled with episodic hypertension, sensations of heart palpitations, sensations of flushing in the face, arms and legs, tingling in the fingers, shortness of breath on exertion, periods of extreme fatigue, dizziness and weakness and unpleasant sensations and pain in the chest, especially on exertion or emotional stress. Pt also suffers from flashbacks, nightmares, insomnia, poor memory, inability to concentrate, nervousness, general malaise and depression with a sense of doom. Pt worries constantly that any activity which causes their heart to speed up will trigger the ICD to give them painful and useless shocks & cause them to have a life-threatening arrhythmia as happened previously.